Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Event description:
An impella cp was inserted via the right femoral artery in a 48-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (scai stage e). The patient had a known history of coronary artery disease and required inotropic support, vasopressors, and mechanical ventilation for respiratory support. Interventional treatment included right coronary artery stent placement and thrombectomy. During support, the mcs team expressed concern for hemolysis, with plasma free hemoglobin reported at approximately 150 mg/dl. Upon echocardiographic assessment, the impella cp inlet was reported to be measuring approximately 6 cm from the aortic valve. A pink-tinged urine output was initially reported; however, while onsite, urine output was noted to be yellow and clear. The mcs team did not reposition the device. Instead, they decreased the performance level and administered intravenous fluids. Repeat plasma free hemoglobin was reported to be approximately 90 mg/dl. The patient experienced hemolysis, medication required, and death. Hemolysis is a known potential complication associated with mechanical circulatory support devices and is addressed within the instructions for use, including guidance regarding device positioning, performance level adjustment, and hemodynamic optimization to mitigate risk. In this case, plasma free hemoglobin levels decreased following performance level reduction and fluid administration. Given the patient¿s presentation with scai stage e cardiogenic shock, acute coronary occlusion requiring intervention, requirement for vasopressors and ventilatory support, and overall critical hemodynamic instability, these factors independently represent significant contributors to clinical deterioration and mortality risk. Care was ultimately withdrawn, and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.